Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection, it was noted that the blade of the device was bent. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
It was reported that during a knee arthroscopy the device had a malfunction. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. 02-jun-2022 update dw once the flipcutter wings were deployed to make the tunnel, the wings would not fold back to remove the implant. After multiple attempts, the wings finally folded back but we lost at least 15 minutes of the operating schedule.